Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly revised right advantim total knee due to infection/loosening. The knee scan was not indicating bone infection. They took bone, synovial and fluid tests to confirm infection.